Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic cystocele with urethral hypermobility

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a bladder reconstruction performed during mesh implantation. It was reported that following insertion the patient experienced pain, infections, urinary retention and urinary urgency. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat bladder prolapse and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to incomplete bladder emptying. (B)(4).